Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle was difficult to push during the priming process. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported the pen needles appear to be shorter, (patient end) stated, when priming he has to push really hard and still nothing comes out stated, when taking injection, insulin does not flow".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle was difficult to push during the priming process. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported the pen needles appear to be shorter, (patient end) stated, when priming he has to push really hard and still nothing comes out stated, when taking injection, insulin does not flow"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 08-may-2023 h6: investigation summary customer returned 6 unopened 32g 4mm pro loose pen needles from the lot # 2097368 it was reported by the consumer that "pen needles appear to be shorter, (patient end) stated, when priming he has to push really hard and still nothing comes out when taking injection, insulin does not flow". All the returned samples visually inspected and observed no issues. Visual inspection was performed, and no issues were observed. Functionality test was performed using the pen injector to ensure that the insulin flow properly during priming and no issues or clogs were observed. Also, the length of the cannulas was measured: 1. 4.026 mm 2. 4.072 mm 3. 4.138 mm 4. 4.036 mm 5. 4.086 mm 6. 4.218 mm all of the needles were measured within acceptable canula pe length for 32-gauge needles 4mm: (3.8mm to 4.6mmin). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample returned, embecta was not able to confirm the customer-indicated failure. The rout cause cannot be determined since the issue is not confirmed.